Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a total hip arthroplasty in (B)(6) of 2014. Subsequently, a revision procedure was performed on (B)(6), 2015 due to fracture of the ceramic femoral head.